Event description:
It was reported that the patient was experiencing loss of therapy and one of the patient's spinal cord stimulator (scs) leads had migrated out the epidural space which was confirmed through xray. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads were replaced.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7155329. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-1416. Serial number: (B)(6). Batch/lot number: 221099. Model/catalog description: wavewriter alpha prime 16 ipg kit. Unique identifier (UDI)#: (B)(4).